Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump display dimmed and then appeared black, with only a faint number visible at certain angles, consistent with a screen hardware malfunction; the patient continued therapy initially and then transitioned to backup therapy, and a replacement pump was arranged. Symptoms included no adverse clinical effects and stable blood glucose, with a reported value of approximately 140 mg/dl. Outcomes included no injury, no medical intervention beyond device replacement logistics, and no interruption of glycemic management. Investigation included complaint handling, user troubleshooting guidance, and coordination for device replacement and return. Investigation of this device revealed a suspected display failure consistent with screen delamination or display module defect, with no evidence of alarm malfunction or therapy disruption. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly unrelated to user operation.